Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
An FDA user facility report (B)(4) was received stating , "the gastroenterologist was having trouble pulling the peg tube through during insertion. The numbers on the tube were not showing when the tube met resistance. The tube was pulled harder. Upon checking the peg tube site with the scope, the physician noticed a small tear in the esophagus." No additional information was provided. (B)(4).

Manufacturer narrative:
According to the device history records reviewed for lot number 020240212, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. A sample was not provided for evaluation for this incident; therefore, an evaluation was performed to the assembly process. Controls were in place and all required procedures were followed and this lot met all specifications at product release. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp-(B)(4).